Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the trs175sb2, ancr tissue retrieval system, 15mm, 1200ml was being used during an unknown procedure on an unknown date when it was reported ¿introducer broke off the bag in the patient. No injury to the patient, took it out of the patient and used a new item and it worked.¿. The procedure was completed with the use of an alternate device with no issues. There was no report of injury, medical intervention, or extended hospitalization to the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised not to use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the trs175sb2, ancr tissue retrieval system, 15mm, 1200ml was being used during an unknown procedure on an unknown date when it was reported ¿introducer broke off the bag in the patient. No injury to the patient, took it out of the patient and used a new item and it worked.¿. The procedure was completed with the use of an alternate device with no issues. There was no report of injury, medical intervention, or extended hospitalization to the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.